Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising, high and undefined impedance levels resulted in an right ventricular (rv) lead polarity switch. It was also reported that the rv lead also exhibited oversensing and noise, diminished r waves and high thresholds. The lead remains in sue. No patient complications have been reported as a result of this event.